Event description:
False negative antigen test; I took two covid-19 antigen tests and both came back negative, I got a pcr to confirm because I had symptoms and multiple exposures and it came back positive. My mom also had a similar issue but got 3 negatives. And I've heard a lot of people have this same issue with covid-19 antigen tests. The third test is the third one my mom took, the two I took and the other two my mom took are quickvue. FDA safety report ID# (B)(4).